Event description:
It was reported by the patient that they had to seek medical attention. It is unknown when the patient was released from the hospital and how they were treated for this medical event. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.